Manufacturer narrative:
A site visit was conducted on (B)(4) 2011, to evaluate this complaint. It was discovered that the physician was not performing automatic registration per the user manual. The physician was instructed on proper technique. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Event description:
It was reported that during the case navigation, the local view and other screens were indicating that the required turn should go through the wall of the right mainstem bronchus. The registration was fine and the visual verification looked acceptable. However, the navigation screens clearly looked like there should have been an airway where there wasn't one. The navigation was abandoned. Therefore, the case was cancelled with the pt under general anesthesia. There was no harm or injury to the pt reported.